Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl, which was treated by consuming carbohydrates. Reportedly, the customer's basal rate settings need to be adjusted by the health care provider (hcp). Recommendation was made by tandem technical support to consult with hcp regarding diabetes management.